Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Ultimately, the insulin gauge corrected on its own and customer continued using the cartridge. There was no adverse impact to the customer¿s blood glucose level.